Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred at the station due to the system failed to detect either drawer 2.1 or 2.2. A field service engineer replaced the t board and updated the firmware to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system drawers 2.1/2.2 failed, and started displaying "not detected on the communication bus", but now it was indicating "requires maintenance". The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication and there was no patient harm. There were no adverse events or injuries reported based on this event.